Manufacturer narrative:
Result: [-1] the pet lock was broken. The pc400 coil pusher assembly was kinked in multiple locations. The proximal constraint sphere (sphere) was detached from the distal detachment tip (ddt). [-2] the px slim was kinked approximately 2.5 cm from the hub. Conclusion: the complaint has been evaluated. The initial complaint indicated that the pc400 coil became stuck inside the px slim and unintentionally detached when it was being removed. Evaluation of the returned devices revealed that the px slim was kinked near the hub. This type of damage typically occurs due to improper handling during removal from packaging or use. If the px slim was removed from the packaging or manipulated during insertion into patient with force at an angle, it is likely that this damage would occur. Damage such as this may have been the cause of the resistance mentioned in the complaint. Further evaluation revealed that the pet lock was broken, indicating an intentional attempt to detach the pc400 coil from the pusher assembly. The returned pc400 coil pusher assembly was wrapped around itself, and severely damaged; therefore, it was not possible to properly evaluate the returned pc400 coil. These devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00374.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils and a px slim delivery microcatheter. During the procedure, the physician was unable to advance a pc400 coil through the slim microcatheter and it became stuck. Upon retraction, the pc400 coil unintentionally detached inside the slim microcatheter. The physician successfully removed the slim microcatheter with the pc400 coil inside and the procedure continued using a new catheter and coil. There was no report of an adverse effect on the patient.